Manufacturer narrative:
(B)(4).

Event description:
It was reported that after water touched the power socket, the transmitter emitted a burning smell and would not power on. The unit was no longer used.